Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Attempts were made to obtain complete patient information. Additional information was not provided.

Event description:
Reference manufacturer numbers: 3006705815-2020-31109, 3006705815-2020-31110, 1627487-2020-30841, 1627487-2020-30842. It was reported that the patient had an infection that developed after their scs system implant. The system was removed a couple weeks after the implant on (B)(6) 2020. The infection has since resolved. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.